Manufacturer narrative:
Sensory medical sent a replacement sheet and safety padlocks to the customer. The parent confirmed via phone conversation that the safety padlocks are being used currently. Sensory medical requested photos or videos of the reported event, and inquired if the parent was able to replicate the safety sheet zipper separation using the other safety sheet the parent had in her possession. The parent stated she was not able to replicate the safety sheet zipper separation herself. She also provided two (2) photos that confirm the safety sheet zipper had become separated and the child was able to put his feet and legs through the bottom bed frame along the side of the mattress (between the mattress and the canopy). In addition, sensory medical has requested return of the affected sheets. The sheet has not been received as of this report. 241216m16 is the lot number for the safety sheets involved in this complaint. Review of the certificate of conformance from the contract manufacturer as well as the manufacturing records demonstrated the lot passed required inspections. Sensory medical made six (6) attempts to gather additional information related to the investigation, and was unable to obtain details relevant to the root cause. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent entrapment and other safety concerns. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required. Page 5 contains a parts list, which includes the locks. Page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. Page 15 explains the key safety feature of the bed. The locks are provided to secure your safety sheet to the canopy and to secure your technology hub (or cloth cover if you're not using the technology hub) to the canopy. The s-clips are included to secure the canopy door zippers closed to prevent user elopement. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. There was a report of minor injury as a result of the event.

Event description:
The parent reported that her child was able to force a zipper separation on the safety sheet by kicking it, and then it dislodged the velcro securing the canopy to the bed frame, and he slid in between the mattress and the frame, feet first, and became stuck. The parent reported that her child sustained minor abrasions that did not require medical intervention. Per the parent: " he didn't unzip the safety sheet, it was just because at one of the parts he was able to bust through it. " the parent also reported that she did not receive the safety padlocks when the bed was delivered. In subsequent conversations with the parent it was confirmed that although the padlocks were not being used, the child was not unzipping the safety sheet but was kicking it, causing zipper separation. There was no serious injury as a result of this event. There was a report of minor injury that did not require medical intervention as a result of the event.